Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed that the device met specifications prior to shipment. Device discarded by hospital.

Event description:
The physician elected to ligate the laa. Bleeding occurred during the ligation procedure. It was noted that there were some adhesions at baseline. It was thought that the laa was perforated by the findrwirz during laa ligation. About 100ccs of red fluid was drained. No surgery was required as the bleeding resolved. The laa was closed at the end of the case and the patient was reportedly doing well.